Event description:
The lay user/patient contacted lfs (B)(4) on (B)(6) 2011 alleging that he had obtained a low temperature message on her one touch vita meter. The patient mentioned that on (B)(6) 2011, she had left her meter outside in low temperature while she was working outside. She attempted to test and was unsuccessful and around 12:00am, she had developed symptoms of feeling dizzy and sweaty. She then self-treated with food/drink. She did not seek any further medical attention or contact her physician for assistance. She did not attempt to test on another device. She claimed that when she brought the meter back to "normal" temperature, she was successful in obtaining a blood glucose reading. The alleged issue was resolved, via educating the patient about the temperature range for the meter. The meter was working fine. Meter was working according to the owner's booklet. The meter was not replaced. The complaint is being reported since the patient alleged that due to the low temperature message on the meter, she was unable to test, developed symptoms and had to self-treat with food/drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k082513.